Manufacturer narrative:
As of today the lead is not available for analysis and could therefore not be examined.

Event description:
After an unknown implantation time, inappropriate shock deliveries were reported. The associated device reached eos and was explanted and returned for analysis. It is unknown if this lead was explanted, and it was not returned. The implant date was not reported. Aside from the inappropriate shocks, no deterioration of the patients state of health was reported.